Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported difficulty to advance. The device was pushed against resistance with the difficult anatomy causing the reported stent dislodgement and subsequently the device embedded in tissue. The reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the an attempt was made to direct stent a heavily calcified lesion in the proximal circumflex artery. The 2.5x12mm xience skypoint stent delivery system (sds) was advanced through the lesion, but resistance was met and the sds was pushed too hard, resulting in the stent dislodging from the balloon. A 3.5 non-abbott stent was deployed and used to embed the dislodged stent in the proximal circumflex. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.